Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated insulin pump had blank screen but the insulin pump was alarming. They took out the battery and tried to do a reset but the button was not working to reset it. Customer stated the display was not blank less than 30 seconds or did not return. The contacts on the battery cap were neither missing nor damaged. Battery compartment or spring were neither damaged nor corroded. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.